Event description:
It was reported that the health care professional (hcp) called for review of a treated true ventricular fibrillation (vf) event. Technical services reviewed and the patient received two shocks in which the first one didn't convert, a second shock was started in initial polarity, however, didn't work but was successful in reverse polarity. Impedances were noted to be high measuring 146 ohms. Ts recommended performing an x-ray. Upon further review the patient was having bigeminal of premature ventricular contraction (pvc)s just before the ventricular fibrillation (vf). The pvcs were not sensed. After the first shock, the vf persisted but the device ended the episode and undersensed post shock. The patient received a total of three shocks. The device is programmed to primary vector with 1x gain. Subsequently, this system was explanted. No additional adverse patient effects were reported.